Manufacturer narrative:
One cadd legacy plus pump was received in good physical condition with a scratched screen. A cassette was attached to the device and it ran with no issues. The "no disposable" alarms were unable to be duplicated. The upstream sensor was recalibrated and the downstream sensor was replaced as preventive measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a no disposable alarm. The issue occurred during testing and there was no patient involvement.